Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit was visually inspected for any damage or defect. There was media/saline in the barrel of the device. The gauge needle was reading 26atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. An encore balloon catheter inflation device was selected to be used. During unpacking, it was noted that the pressure gauge was indicating 26 atm. The device was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. An encore balloon catheter inflation device was selected to be used. During unpacking, it was noted that the pressure gauge was indicating 26 atm. The device was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition was good.